Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, diabetes mellitus, psychological disorder, drug or alcohol abuse, smoker, peri-implantitis, infection, pain, increased sensitivity, bleeding, inflammation. Poor oral hygiene, chronic smoking's.